Manufacturer narrative:
Concomitant medical products: product ID: etlw1610c124e stent; esbf3214c103e stent; etlw1610c93e stent, implanted: (B)(6) 2017; product ID: dtmb1d1 crtd, implanted: (B)(6) 2020; product ID: 407652 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a systemic infection. No further patient complications have been reported as a result of this event.